Manufacturer narrative:
The remote service engineer (rse) spoke to the customer, and the customer reported that the speaker no longer emitted sound and displayed a message: "speaker fault". The rse sent a replacement speaker to the customer to solve the issue. E1: (B)(6).

Event description:
The customer reported a speaker malfunction no sound coming from the device. It is unknown if the device was in use at time of event, there was no adverse event reported.